Event description:
Caller reported blood glucose results of 76 mg/dl and 66 mg/dl on aviva system 1, 157 mg/dl, 60 mg/dl, 123 mg/dl, 76 mg/dl, and 93 mg/dl on aviva system 2 within 10 minutes. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(6).